Event description:
Per the center, the patient reportedly could not hear with the device. An integrity test was attempted, but was not able to connect to the implant. Explant and reimplantation is planned but had not been scheduled at the time of this report, april 21, 2009